Manufacturer narrative:
Siemens healthcare diagnostics' investigation has determined that the customer reported a flagged complete blood count (cbc) result on the advia 2120i with single aspirate autosampler instrument without first reviewing the flagged results. The customer failed to follow operator guide instructions, which states "whenever such flags are triggered, the user should review the results and take the action recommended.". The laboratory has amended their standard operating procedure and is retraining their staff. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged, discordant high complete blood count (cbc) result received on one patient sample on the advia 2120i with single aspirate autosampler instrument was reported to the physician. The physician did not question the discordant high cbc result on the myeloid leukemia patient. The hemoglobin result was manually calculated and a corrected report was issued to the physician. No other corrected results were provided by the customer. The laboratory stated that it was an inexperienced user that released the flagged patient results. There are no known reports of patient intervention or adverse health consequences due to the flagged, discordant high cbc results that were reported.